Event description:
The hcp reported the patient had been experiencing a loss of efficacy and had noted intermittent alarming from the pump. Upon interrogation of the pump, multiple motor stalls and recoveries were discovered. The hcp reported there had been no recent interaction between the patient and an MRI. A follow up report will be sent when additional information is received.

Event description:
B5-additional information from the hcp reports that on 01/30/2006, the patient was experiencing a decrease of spasm control. A pump stall message was noted on the telemetry printout.